Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of presumed prosthesis wear of the tibial insert and patella component. However, images of the revised components do not show signs of excessive prosthesis wear inconsistent with being implanted, no radiographs were provided, and the revised component was not returned to exactech for evaluation. Section h11: *the following sections have corrected information: (b4) describe event or problem: as reported, approximately 2 years post op initial left tka, this 70 y/o female patient was revised due to poly wear. Patella and liner were exchanged. Patient was last known to be in stable condition following the event. Device is not returning - disposed at the hospital. (H6) component code: 734, bearings.

Event description:
As reported, approximately 2 years post op initial left tka, this 70 y/o female patient was revised due to poly wear. Patella and liner were exchanged. Patient was last known to be in stable condition following the event. Device is not returning - disposed at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), a10012 - gps implant kit v2; (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; (B)(6), 02-010-04-0220 - logic cr femoral por, left, sz 2; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 521-78-32 - threaded pin size 3.0 collarless; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-23 - threaded pin size 2.3 collared.

Event description:
It was reported that a patient from australia has been scheduled for left tka revision surgery. Revision has not yet occurred.